Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable lact2 lactate gen.2 result for one patient sample. The initial result was 0.2 mmol/l with a data flag and was reported outside the laboratory. This result was questioned and the sample was repeated. The repeat result was 6.2 mmol/l and was believed to be correct. There was no adverse event. The reagent lot number was 21449001 with an expiration date of 01/31/2018. The field service representative found there was possibly a partially clotted sample probe. He replaced the probe and adjusted and verified all fluidic and mechanical systems were to specification. Mechanism checks and precision testing both passed. The customer ran successful qc.